Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that air was noted in the stopcock from the 20/30 priority pack with copilot. The stopcock was attached to balloon dilatation catheters and xience alpine stent delivery systems; air was noted in the stopcock when attached to these devices. None of the devices were in the anatomy when this was identified; therefore, there was no patient involvement with the stopcock. A non-abbott, high pressure stopcock was successfully used with the same devices. No additional information was provided.